Event description:
Customer reported a malfunction on the pump but did not experience any notable events prior. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted by technical support to reset the pump, and no further malfunction codes appeared after the reset. Customer was advised to continue using the pump and to contact support if issues reoccur.